Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a blue fiber in the eye during a procedure. There was no patient harm, however, the fiber was unable to be removed. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. The customer did not retain a sample for this complaint report; visual inspection or particulate testing could not be conducted. When this type of issue occurs, a sample will need to be returned so that a full investigation can be conducted. If possible, at the very least, the customer should provide alcon with a photo of the improper component to help with the investigation of the issue. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. While the suspected items within the pack were not returned, manufacturer is working with the customer in this case on changing blue towels within the pak to a low lint type and to enhance the configuration of the back table drape. Although the customer suspects the blue fibers are coming from the back table drape, the exact source of the fibers reported is still unknown. Without a sample, it is impossible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Warehouse operations states that product shall be stored in containers that are closed to the warehouse environment in order to prevent mix-ups and to prevent product from being coated with dust or otherwise soiled. Action will not be taken for this occurrence. The account manager is working with the sales administration to change the blue towels and configuration in the customer¿s pak. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).